Event description:
Caller reported a malfunction on the pump, identified as malfunction code 9, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.